Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reported event; programmer passed incoming functional testing. (B)(4).

Event description:
It was reported a system image displayed during boot-up. It was noted a different programmer was used. The programmer was returned for repair. No patient complications have been reported as a result of this event.